Event description:
It was reported that the patient is experiencing issues with his inflatable penile prosthesis(ipp) device. The patient claims that a cx cylinder was implanted instead of an lgx which he had requested. In addition, he states that the left side is 1cm longer than the right side, causing curvature and discomfort in both the erect and flaccid state. The patient has lost length and girth. The patient is looking for a doctor to visit.